Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the impactor pad cracked during knee arthroplasty upon impaction of the implant.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned section of the persona femoral ps impactor pad confirmed that the part had cracked and was gouged at several areas there were scuff marks, cracks and general wear on the returned impaction surface also noted, indicating use. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to normal wear during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.